Manufacturer narrative:
This report is filed on may 19, 2017.

Manufacturer narrative:
This report is submitted on february 23, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, the patient experienced poor performance with device use, resulting in the decision to explant. The device was explanted on (B)(6) 2017, and the patient was re-implanted with a new device during the same surgery.